Event description:
It was reported that following a pump implant in (B)(6) 2009, the pt developed infection symptoms over the surgical area in early 2010. In (B)(6) 2010, the pt underwent a pocket revision and the pump was moved. At that time, a wound vac was inserted; symptoms had not improved. On (B)(6) 2010, the catheter was removed and the pump was left implanted. The hcp planned to allow the area to heal, then reimplant a catheter. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).